Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent compressed in vessel wall. Device issue: dislodged stent. It was reported that during a procedure to treat a lesion in the lad, after deployment of a xience v stent, the decision was made to place another stent distal to the implanted stent. The sds failed to cross through the implanted stent, resulting in the dislodgement of the stent into the coronary. Another xience v stent was used to compress the stent against the vessel wall. The patient is reported to be fine at this time. No additional event or patient information is available.